Event description:
The customer contacted baxter's service center for troubleshooting a low drain volume alarm, which occurred on the homechoice (hc) during use during initial drain. The home patient (hp) did not check the patient line before connecting to the machine. There was air in the patient line. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the home patient (hp) regarding the reported event. The hp stated they did not notice any visible damage or abnormalities with the cassette or bags that were in use. The hp did not know the cause of air. The hp stated that they were able resume therapy successfully with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm was confirmed because air was present in the patient line. The cause was undetermined. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4).per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.